Manufacturer narrative:
Additional information was received from the customer that stated "the lens was inserted and the surgeon did not like the way it seated in the eye. The lens was removed and the surgeon decided to use a three piece lens". The reporter stated the incident was due to a surgeon's preference and there was not a problem with the lens. (B)(4)

Event description:
A copy of a fax was received from the customer stating "opened with patient contact. Md attempted to implant and decided to use a 3 piece lens instead. Unable to locate this lens in the field". Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4).